Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the ok button was hypersensitive. The reporter indicated that the pump keypad felt like an air bubble. The reporter stated that the ok button sticking caused the pump to start delivering a bolus before it was intended; the reporter stated that the patient almost received too much insulin due to the issue but confirmed that the bolus was able to be cancelled. The reporter confirmed that there was no noted damage to the keypad; however, the keypad symbols were worn. The reporter stated that the patient wore the pump in a pump case attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed the issue of the hyper-responsive/scrolling keypad. There was no visible damage on the keypad, which was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint, it was observed that the display is faded, discolored, and difficult to read. The display screen is fully functional with a replacement test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.